Event description:
It was reported that there was a disconnection from the yellow adaptor during delivery of intrathecal analgesia. There appeared to be a fault with the luer lock aspect of the clear filter. No patient injury was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. DHR review was done, no issues related to the original complaint were found.